Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2yht1); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they began to experience severe gas-like pain around (B)(6) which came and went in waves. The patient thought perhaps the lead moved or shifted a little bit. The patient stated that the pain was a bit much for them, so they turned therapy off (they think they turned it off on (B)(6)). A couple of days after therapy was turned off, the patient said they could feel electrical pulses in their pelvic area. The patient said they could feel those electrical pulses during the call. However, the patient also mentioned that they get a "weird phenomenon called internal vibrations" which they were told was part of long covid. The patient said they can feel the "internal vibrations" in different spots, and sometimes in their leg or foot. Thus, the patient thought the electrical pulses they were experiencing when therapy was turned off could have been the internal vibrations phenomenon from long covid. The patient said they were ready to turn therapy back on and requested a walkthrough. The patient turned therapy on during the call and felt stimulation. The patient will monitor symptoms and will follow up with their hcp as needed. The patient said they have a follow up appointment with their hcp in (B)(6).